Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on an unknown date, three outer sleeves were damaged. The inner sleeve does not fit through the outer sleeve. The locking screw does not fit through the outer sleeve. This was discovered during inspection. There was no patient involvement. This report is for an outer sleeve for insertion guide. This is report 4 of 5 for (B)(4)..

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: investigation summary visual inspection: the outersleeve 6/5 f/philos aim-device (part #: 03.122.053, lot #: 6l11591) was received at us cq. Upon visual inspection, the distal portion of the hollow shaft with the slots was bent. A circular slight dent was visible transversal to the slots. Device failure/defect identified? Yes dimensional inspection: a dimensional inspection was not performed due the post manufacturing damage of the device. Complaint confirmed? Yes investigation conclusion: this complaint is confirmed as the device was received bent at the slots located at distal end of the hollow shaft. Although no definitive root cause could be determined based on the provided information; it is likely the device experienced compression forces in the area of the distal slots causing it to slightly bent. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.122.053. Lot: 6l11591. Manufacturing site: hägendorf. Release to warehouse date: 16 sep 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d9, h3, h6.